Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during zenker's endoscopic approach, while creating a myotomy with the stapler, the stapler fired the staples but the knife blade did not cut completely. Another device was used to cut the tissue in order to complete the case. There was no patient injury.